Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the powered vascular stapler fired but would not open off the pa, had to use the manual opening lever to open, still wouldn¿t open had to pry off of pa. Staples formed but there was some bleeding on staple line. No patient consequence reported.